Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 2 months ago. The aneurysm was excessively tortuous, and the iliac arteries were tortuous from the flow divider downwards. The talent stent graft was implanted successfully with the limbs uncrossed. It was reported that approx 6 weeks post-implant, the pt presented with a limb occlusion and a kinking of the stent graft, just above or at the flow divider on the ipsilateral side. The cause of the occlusion and kinking may have been due to the tortuous anatomy or due to twisting of the stent graft at the time of implant. The physician elected to perform a thrombectomy procedure, followed by implanting and post-dilating an aneurx stent graft at the location of the kink, which successfully resolved the occlusion and kinking. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Intervention required - eval results: occlusion. Aneurysm and vessel tortuosity.